Event description:
A caller reported that their pump unexpectedly displayed a reset screen. There was no adverse impact on the customer¿s blood glucose level. Technical support (cts) explained to the caller that the pump resets one of its microprocessors as a built-in safety feature and assisted the caller in reloading the cartridge and resuming insulin therapy. The caller understood and acknowledged the information provided. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.